Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of system error 105 caused by severed motor screws. The motor screws and motor assembly were replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no patient involvement.